Event description:
It was reported that the implant failed to integrate and after opening the sinus it dislocated and was removed. A lateral window was opened to rescue the implant. Patient will return for a new implant in the future.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 5 x 8.5mm (bost585) was returned for investigation. Visual evaluation of the as returned implant identified bone residue around the external threads (due to usage) but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (relocated to sinus). However, measurements were taken using a caliper and the device was determined to be within design specifications. No pre-existing conditions were noted on the per. The reported device had been placed on tooth #26 (fdi) for approximately 7 months. Device history record (DHR) review for the lot (2020120246) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op#0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2020120246) for similar events (complaint category keywords: non integration: relocated to sinus) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient conditions were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.